Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
The front part of the tampon was left in her body- vagina [foreign body in reproductive tract] , using the tampax tampons yesterday, she discovered that the front part of the tampon was left in her body when she changed the tampon at over 1 p.m. Today [incorrect product administration duration] , the fluff was opened; the middle section was empty- tampon [device breakage] . Case narrative: consumer reported via phone that the front part of the tampon was left in her body. No serious injury was reported.